Event description:
It was reported from the hospital that there were several inappropriate shocks delivered from the listed ICD and the linox, and a malfunction was suspected. In the same day, the device was checked and it was confirmed that there is noise contamination in the egm, therefore the ICD therapy was turned off.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.